Event description:
It was reported that this right ventricular (rv) lead surgically abandoned and replaced after less than a month due to an unspecified reason. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.